Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture and high capture thresholds on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.